Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products - echo por fmrl lat, catalog #: 192110 lot #: 940480. 32mm mod head cocr, catalog #: 163669 lot #: j3759498. G7 pps ltd acet shell, catalog #: 010000663 lot #: 3654507. G7 neutral e1 liner, catalog #: 010000849 lot #: 3471471. Report source: finland. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: stem: 0001825034-2019-00228, head: 0001825034-2019-00229, cup: 0001825034-2019-00230.

Event description:
It was reported patient experienced hip pain and limping approximately 2.5 years post implantation. Attempts have been made and additional information on the reported event is unavailable.